Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the cabinet got frozen and stuck after login as the user was unable to click on anything. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was frozen, unable to click on anything and was stuck after login. The technical support specialist (tss) remoted in, restarted the application and got the users to test it. The customer was able to login and issue the medication out after the application restart successfully. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.